Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved replacement of the probe as a proactive measure. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.

Event description:
The customer observed a (B)(6) b-hcg result while using the architect i1000sr analyzer. The customer provided the following results (miu/ml): on (B)(6) 2016: (sid (B)(6)) initial <1.2 (negative), the same specimen was retested on (B)(6) 2016: 3225.24 ((B)(6)) and diluted 1:15: 3785.534 on (B)(6) 2016: a second specimen had been drawn after the ed physician questioned the first result which generated a result of 2807.80 ((B)(6)). There was no impact to patient management reported.